Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6012815, medical device expiration date: 2017-04-30, device manufacture date: 2016-01-12. Medical device lot #: 5350706, medical device expiration date: 2017-03-31 , device manufacture date: 2015-12-16. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had a loose cap.